Event description:
A malfunction was reported on a pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to report if the issue reappears.